Event description:
Healthcare professional reported pt receiving hemodialysis treatment on 1550 device. Approx 2 hours into 3.8 hour treatment at 0900, pt's blood pressure was charted as decreased. Healthcare professional administered hypotonic saline and pt's blood pressure dropped again and pt coded. Healthcare professional initiated CPR, treatment stopped and pt was transferred to the hospital. Healthcare professional reported pt has severe heart problems. During hospitalization, pt received dialysis treatment and coded again after the treatment. Healthcare professional reported the professional caring for the pt in facility stated the ultrafiltrate controller on the 1550 had been turned off at 0900 and the dialyzer being used was fresenius f80.